Event description:
Patient used call light to notify rn that his arm felt wet near IV. Upon investigation, rn noted IV had come apart from the clip at the junction of the IV and the IV line. No blood loss noted. IV stopped and removed. New piv attained as well as new infusion and IV lines. End of device saved and paged biomed to retain for records. Report filed because it was the second time rn had seen similar dislodgment at junction and a notification made her aware that it might not be an isolated incident.